Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed a damage/marker flakes off in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 24-jan-2017. It was reported that poor image occurred. An opticross¿ imaging catheter was selected for use. During preparation, only a quarter of the image did not appear when imaging was performed after setting up the device. The physician then performed flushing and reconnected the device but the issue was not resolved. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage/marker flakes off in the femoral marker.